Event description:
Heat shrink fell off during procedure into the patient.

Manufacturer narrative:
Microline surgical is awaiting the return of the device involved in the event and will begin an investigation once it is recieved. A follow-up final report will be submitted then.